Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a follow-up report will be sent.

Event description:
It was reported that the pt had a monarc sling implanted on (B)(6) 2011. After the sling placement, the pt was initially ok with 150cc residual urine. The pt then experienced post-op voiding dysfunction and residual urine. The sling was incised and the segments were removed.